Event description:
It was further reported that the patient also experienced shocking. Of note, the device was not replaced.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for stimulator (B)(4) revealed no anomaly. Final device analysis for lead v(B)(4) no significant anomaly. Final device analysis for lead (B)(4) no significant anomaly.

Event description:
It was reported that a patient experienced a burning sensation at the pocket site. It was stated that the system was surgically removed on (B)(6) 2013. The patient status was reported as alive with no injury or adverse event. Further information has been request. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.